Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm that discovered the issue replaced the whole display assembly to resolve the issue. The pm was then completed and all functional, safety and calibration tests were passed per factory specifications. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
A getinge service territory manager (stm) reported that while performing preventative maintenance (pm) on the cardiosave intra-aortic balloon pump (iabp), touch screen calibration was failing the test most times, and multiple spots on the touch screen were off when touching, or did not respond. The top screen also had dead pixels. There was no patient involvement; thus no adverse event was reported.

Event description:
A getinge service territory manager (stm) reported that while performing preventative maintenance (pm) on the cardiosave intra-aortic balloon pump (iabp), touch screen calibration was failing the test most times, and multiple spots on the touch screen were off when touching, or did not respond. The top screen also had dead pixels. There was no patient involvement; thus no adverse event was reported.